Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Reseated the daq pcb to display wiring harness at both the daq end and display end to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.